Manufacturer narrative:
A series of photos were shared by the customer, showing a CT scan from inside the clave, showing some damage in the spike, additionally the seal is observed to be stuck inside the clave. One used device was returned for evaluation. As received, the silicone seal was stuck inside the clave, no additional damage or anomalies were noted. No mating device was returned for evaluation. Complaint of leaks can be confirmed. The probable cause is typical due to access with an incompatible mating device during use. The directions for ise states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint. Additional information b5 section and concomitant products.

Event description:
Additional information was received stating that after locking the line with saline using nipro¿s slip syringe, infusion was performed by a jms¿s infusion set. At that time, leakage was observed. Terumo received one actual sample along with one 20ml nipro syringe, one jms infusion set, and one nipro extension tube. A close inspection of the top surface of the sample confirmed tearing on the valve. After connecting a nipro¿s syringe (filled with water), to the actual sample, liquid flow was checked. Resistance was sensed high and leakage was confirmed between the actual sample and the syringe when we forcefully pressed the syringe plunger. Upon removing the syringe, valve returning failure was confirmed. CT inspection was performed, and the result identified deformation of the internal conduit. The event occurred during infusion. Jms infusion set, nipro¿s extension tube, nipro slit syringe (10ml) was the identified mating device. Infusion was the type of procedure. The event was not detected prior to direct patient use. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention were required. The device was changed out/replaced with no further problems encountered.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(4), terumo kofu factory. Japan.

Event description:
The event occurred on an unspecified date and involved a surplug micro clear. It was reported that the device had leakage. There was no reported patient involvement.